Event description:
The patient contacted animas on (B)(6) 2012 stating that the audio bolus button was unresponsive for two months. The patient denied damage to the audio bolus button. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings. On testing, the audio bolus button was unresponsive. The audio bolus button cover was removed and revealed contamination present under the button cover. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Also unrelated to the complaint, the pump was noted not to vibrate during the investigation. The pump cover was removed for investigation and revealed the vibrate motor pins were not making contact with the printed circuit board. The alleged malfunction is not likely to cause an adverse event because the either the audible alarm mechanism still functions and will still alert the user should the pump emit an alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.